Event description:
It was reported that the patient connector of a uv flash transfer set separated easily from a titanium adapter and the two did not seem to connect tightly. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable uv flash transfer sets was identified. The sample was received and an evaluation of the device was performed. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Dimensional inspection of the device showed the internal diameter of the patient connector to be within specification. The sample evaluation was unable to confirm the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received but evaluation has not begun. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.